Event description:
It was reported the momentary safety switch failed to operate as designed. Visual examination of the switch and its components revealed no deviation from our specifications. The switch was activated through several cycles, and we were unable to detect any defect in the operation of the switch. Although no defect was found, we offered to replace the switch and cord as a precautionary measure.